Manufacturer narrative:
Original MDR no: 2954323-2014-00868 omitted the serial number ((B)(4)) and additionally omitted the date when the meter was returned (07/24/2014).

Event description:
Customer reported that on an unspecified date in (B)(6) 2014 he received an unspecified reading from his adc blood glucose meter, which was higher than a subsequent unspecified reading from a paramedic. It was further reported he experienced "confusion", and felt that (his) "arms and legs shut down". Customer's niece gave him candy and called the paramedics. Upon arrival the paramedics received an unspecified reading and treated him on the scene with glucogel, "saline fluid" and gave him a small meal. Customer was transported to a local healthcare facility where he was reportedly given the same treatment. Customer did not know specifically what he was diagnosed with, but thought it was "low sugar". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter and retained test strip lot no: 1353319 has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.